Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.8, 3.0, 5.1. Range should be 2-3. Pt took inr and got 4.8. She repeated the test using the same fingerstick and got an inr of 3.0. Pt then used new finger and got an inr of 5.1.